Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing impedances and loss of capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.